Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima ii¿ IV catheter there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8079098, our records show it was manufactured april 2018; it was also determined that this is the second instance of a catheter leak occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Samples were submitted to be used in evaluation and testing. During the course of leakage testing and microscopic observation, small cracks were identified in the y-adapter. Cracks in the y-adapter generally manifest during complications in the swaging process, the root cause of which is misalignment of the swage machine due to the wearing down of key components. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Although this is a manufacturing issue, the identity of the root cause is not definitive at this time; the swaging dimensions of the returned device are within product specification, a review of the manufacturing line found the swage alignment to be within the desired range, and the machine's components were found to be in good condition. A CAPA was opened to identify and address the potential causes.

Event description:
It was reported with the use of the bd intima ii IV catheter there was an issue with leakage. There was no report of injury or medical intervention.